Manufacturer narrative:
One pneupac parapac plus ventilator was received with no physical damage found on the device. Functional test was performed and the reported issue was able to be confirmed. As a result of checking internal parts, 10 mbar pressure switch cable was cut. The issue was caused by a manufacturing error. The electrical chassis 530k1109njp, including the cable harness and the 10 mbar pressure switch were replaced to resolve the issue.

Event description:
Information was received indicating that during the use of a smiths medical pneupac parapac plus ventilator, a low pressure alarm kept sounding. Also, the cmv mode indicator did not illuminate. There was no patient injury.